Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, a cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call of a button error from his insulin pump. The customer's blood glucose level was 247mg/dl. The customer stated that he had a button error. The customer removed his battery and was still unable to get the buttons to work. The customer stated that he woke up and the insulin pump was working. Customer then took a shower and ate breakfast and stated that the button error occurred again. The customer could not recall any significant event leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.